Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 27-sep-2021. The customer reported high unexpected po2 results when testing samples from a patient with g3+ cartridge lots n21110 and n21145. When all patient results were reviewed relative to total allowable error (ea) as per ts-6440 rev. R, I-stat cartridges, the pco2 and ph results were also identified as being potentially discrepant and will therefore be included in this investigation. A review of the device history records confirmed the lots passed finished goods release criteria. Retained cartridge testing for both lots met the acceptance criteria found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat g3+ cartridges that yielded a suspected discrepant results on a patient . There was no patient information available at the time of this report. (B)(6). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The customer states that sample was tested on another abg instrument (company name, model is not available) and staff is not willing to share report comparative instrument. The investigation is underway.